Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link set leaked. The one-link set ¿did not have threads to keep it connected, and the patient disconnected it himself¿. There was no patient injury or medical intervention associated with this event. No additional information is available.